Manufacturer narrative:
The used device is expected to return, but has not yet arrived. Upon receipt of the sample/completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).

Event description:
As reported by angiodynamics' distributor in the (B)(4), an indwelling PICC device had to be removed due to a crack in the valved hub luer. No patient injury or complications were reported. It was indicated that the used PICC would be returned to angiodynamics.

Manufacturer narrative:
The device history records were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the october 2015 angiodynamics complaint report was reviewed for the bioflo pasv PICC product family and the failure mode "hub broken/cracked." No adverse trend was identified. The hospital only returned the valve with oversleeve for evaluation. An injection cap/needles connector (not supplied by angiodynamics) was also returned. The female luer lock component of the purple valve was confirmed to be cracked just adjacent to the molded parting line. The most likely root cause for the crack along the valve parting line is an over-tightened connection with a mating male luer (likely the needleless connector). The directions for use (dfu) supplied with the reported PICC device contain caution that "repeated over-tightening may reduce hub connector life," and not to use hemostats to "secure or remove devices with luer lock hub connections." ((B)(4)).